Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that during a course of treatment to the prostate a single field of a single fraction was treated twice in one day. Based on the available information there was a mistreatment, however, did not result in serious clinical outcome.

Manufacturer narrative:
The manufacturer has completed an investigation of the device and audit records. It has been concluded the customer manually added the treatment information incorrectly, resulting in the patient appearing to have received a treatment twice, to a single site. Upon review of the log files it was noted that the manual entry was made, however, the dose was not delivered. The patient did not receive two treatments to a single field on the (B)(6) 2016. Therefore no mistreatment occurred. The device was working as designed, and as expected.